Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc concluded that based on the information provided in this complaint, the event was an operator use error. The operator did not enter the correct tnih assay correlation factors. Removal of the incorrect tnih assay correlation factors resolved the issue. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated loci high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension vista 500 system. The discordant result was reported to the physician(s). The sample result was questioned and the sample was reprocessed after removal of correlation factors of the tnih assay. A lower result was obtained and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated patient tnih result.